Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: how were the devices opened and removed from the tissue? I was not present for the case. The surgeon stated that the stapler was removed w/o opening the device. Was there any tissue damage to the tissue? If yes: the surgeon stated that there was no patient consequence associated with not opening the stapler how was the tissue damage repaired? Was buttressing material used? No. What color cartridges were being used? I believe they were both white - they are in the staplers that are going to be returned. Only month and year are known. It is assumed first day of the month (month) that the complaint was received.

Event description:
It was reported that during a nephrectomy procedure, the surgeon successfully transected and stapled using the device. When attempting to move the stapler he said that he could not open the jaws of the stapler. He was able to remove the stapler without a patient consequence and opened a new stapler for the next firing. For his next transection he again was successful in completing the transaction but was not able to get the jaw open and was not able to get the stapler out of articulation. He opened a third stapler to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5641u. The analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.